Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to remove the endoscope from the universal surgical manipulator (usm), rotate the scope, press the clutch button on the arm to cancel guided tool change and reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the usm, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the endoscope image was flipped 180 degrees. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer remove the endoscope, rotate the endoscope base for realignment and then press clutch button to cancel guide tool change (gtc), which resolved the issue. The procedure was completing as planned with no reported injury.